Manufacturer narrative:
One device was returned for evaluation open but in unused condition. The reported issue was indicated to have occurred during patient use of the device. It is unclear if the returned device is the affected device from the reported event. Visual inspection revealed damage that pierced all the way through, as a hole was present. Additionally, two more scratch/dragged like damage were observed further up the circuit. The complaint of chipped edge can be confirmed. The probable cause of the damage is unknown.

Event description:
It was reported that the tip of the device was chipped. The issue was discovered during use. No patient harm/adverse event was reported. Device evaluation revealed a hole that pierced all the way through the device.